Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds. A new lead was implanted. The lead is not expected to return for analysis. No additional adverse patient effects were reported.